Manufacturer narrative:
Continuation of d10. Other medical products in use during the event include: product ID d-evolutfx-2329 (lot: 0011704347); product type: 0195-heart valves; product analysis: no product was returned and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the initial valve was deployed to 80% at a depth of 4mm on the non-coronary cusp (ncc) and the left coronary cusp. In the adjusted coplanar view, the delivery catheter system (dcs) appeared to be in the middle of the aorta. The valve was slowly deployed with slight forward pressure on the dcs. Immediately following deployment, the valve appeared to move up to 2-3mm on the ncc. The implanting team observed the valve placement while on continuous fluoroscopy, and the valve appeared to slowly dislodge towards the aorta. The final depth of the valve was 2-3mm above the annulus on the ncc. Using a snare, the valve was pulled above the sinotubular junction. Subsequently, a new valve was loaded and successfully deployed in the aortic valve position. It was noted that the patient had calcium on the ncc. No additional adverse patient effects were reported.

Manufacturer narrative:
D10. Continuation of d10: product ID non-medtronic safari guidewire (lot: unknown); product type: guidewire. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that a pre-implant balloon aortic valvuloplasty (bav) was not performed. The deployment starting point was at the base of the pigtail catheter. A non-medtronic guidewire was used during the procedure. Additionally, the dcs did not interact with the valve. No additional adverse patient effects were reported.